Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was not getting the expected relief from the device. The device was interrogated. The programs were running, but the patient was not feeling paresthesia in the areas of their greatest pain. Impedances were checked and electrode 8 was > 10,000 ohms. All other electrodes were within normal limits. The device was reprogrammed to overlap paresthesia with the pain areas. The patient has a follow up appointment with the hcp office on (B)(6) 2019. No further complications were reported.